Manufacturer narrative:
Initial report: as reported, during an unspecified interventional procedure utilizing a retrograde approach of the left lower extremity, a flexor high-flex ansel guiding sheath unraveled and separated upon removal of the device. Resistance was reported upon insertion of the device into the right common femoral artery. The patient's anatomy was reportedly heavily calcified and tortuous. At the end of the procedure as the device was being removed, the device separated and unraveled mid-shaft. The dilator was not inserted prior to removal of the device; however, an unknown wire was in the lumen of the device at the time of the event. Resistance was not reported upon removal. A stitch was placed at the access site, which was reportedly per protocol and not required as a result of the device separation. The patient is "doing well." There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that both the sheath and the dilator were returned for investigation. The dilator was not returned inserted into the sheath. The sheath material was separated just below the hub. A section of the coil was noted exiting the separation point of the sheath body. Biomatter was present throughout the device. No other damage was noted. Additionally, a document-based investigation evaluation was performed a review of the device history record showed no nonconforming events which could contribute to this failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The complaint lot was manufactured to current specifications. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. An IFU is also provided with this device, which warns "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU goes on to warn "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." A CAPA was opened to address the increase in complaints for this failure. While the CAPA team did not identify a definitive root cause, the following contributing factors were identified a) these devices are able to be advanced into restrictive anatomies. The CAPA investigation showed clinical users may be using these devices to force through restrictive anatomy causing separation upon removal. B) instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the information provided and the examination of the returned product, investigation has concluded that tortuous and calcified anatomy of the patient and the failure to reinsert the dilator contributed to the reported incident as dilator was not in the lumen of the sheath prior to separation. The above CAPA remains open to continue investigations into this issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified interventional procedure utilizing a retrograde approach of the left lower extremity, a flexor high-flex ansel guiding sheath unraveled and separated upon removal of the device. Resistance was reported upon insertion of the device into the right common femoral artery. The patient's anatomy was reportedly heavily calcified and tortuous. At the end of the procedure as the device was being removed, the device separated and unraveled mid-shaft. The dilator was not inserted prior to removal of the device; however, an unknown wire was in the lumen of the device at the time of the event. Resistance was not reported upon removal. A stitch was placed at the access site, which was reportedly per protocol and not required as a result of the device separation. The patient is "doing well." There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.